Event description:
Freestyle libre 3 plus sensor reading hypoglycemia 50s; blood glucose finger stick normal in 100s. Lot t60003606 expiry 2026-04-30 and t60003242 2026-01-31. Has been recorded on app/glucometer. Multiple episodes. Hypoglycemia incorrectly treated and led to severe hyperglycemia. Current lot numbers not listed on medical device correction information to cvs as of 12/3/2025. Can provide additional info via screenshots etc. If needed, primarily bg readings via libre plus app with sensor and finger stick reading via blood glucose monitor. Patient code: 1912. Device code: 2460, 1420. Referencing report mw5181329.